Event description:
It was reported that the customer was hospitalized for high blood glucose levels while using her brother's insulin pump. The blood glucose reading at the time of hospitalization was not provided. The customer stated that after the hospitalization in (B)(6) 2014, she had discontinued use of that insulin pump. She later reported in (B)(6) 2015 that the insulin pump alarmed an error and that she had high blood glucose levels. The blood glucose reading was 439 mg/dl, which was treated with manual injections. She stated that she would return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due tilted and loose drive support disk. The insulin pump was unable to perform occlusion test and prime test due to prime alarm. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.